Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for a high blood glucose exceeding 800 mg/dl. The patient was treated with a combination of blood glucose treatment, physical therapy on legs, IV fluids, tests, x-rays, and blood work. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned for analysis.